Manufacturer narrative:
Device evaluation: upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 140mmh2o. The valve was visually inspected: needle holes over the needle guard were noted. The valve was hydrated for about 44 hours. The valve was tested for programming. With programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed and it passed. No occlusion was noted. The valve was leak tested, only leaked from the needle holes over the needle guard. The catheters were irrigated with purified water, no occlusion was noted. The valve was reflux tested. The valve passed the test. The valve was dried. The valve was then pressure tested, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the ruby ball, and on the seat of the ruby ball. Review of the history device records confirmed the valve product code 82-3111 with lot crfbgp, conformed to the specifications when released to stock in 2nd june 2014. Review of the sterilization certificate, conformed to the specification when released on the 16th may 2014. The root cause of the problem is due to biological debris found on ruby ball, and on the seat of the ruby ball, this debris is stopping the ruby ball from being seated correctly. The root cause of the infection could not be determined; the sterilization certificate was conform to specification. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The device was implanted via l-p shunt to a female with a brain tumor about 1 year ago. The initial pressure setting is unknown. On (B)(6) 2016, the patient visited the hospital due to nausea and headache, and then ventricular enlargement was noted by CT scan. A shunt infection was also noted, so the device was removed on (B)(6) 2016, though the patency of the device was confirmed by pumping after contrast agent was injected. The patient's condition is good after the removal. The surgeon requested to investigate the cause of the event, and reported that a catheter got a cut during the removal.